Event description:
It was reported that an implantable cardioverter defibrillator battery usage increased due to chronic atrial fibrillation and high thresholds. Device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported. This device is expected to be returned for investigation.

Manufacturer narrative:
Good faith effort (gfe) attempt has been sent to gather additional information about the return of the device. A supplemental report will be submitted once the device has been returned and fully investigated.